Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose value of over 600 mg/dl. Customer reported that upon removal, her infusion set cannula was observed to be bent. Customer did not want to troubleshoot during the call. The infusion set is expected to be returned.